Event description:
The iab was inserted into the pt in the cath lab post CABG on 6/26/97. On 6/27/97 after iabp for 30 hrs, the balloon pump was set at 1:2 and poor waveform was noted. Blood was noted in the tubing along with a clot in the tubing. The iab was removed and a second was inserted. Event complications: none from the event - rpt'd 6/27/97, 7/11/97. Pt current status: stable - rpt'd 6/27, 7/11/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.